Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). The customer required assistance from emergency medical technicians via cardiopulmonary resuscitation (CPR), as customer stopped breathing. Subsequently, the customer was hospitalized. The reporter alleged the pump was not delivering insulin as intended; however, this could not be confirmed as multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.